Event description:
On (B)(6) 2022 I inserted a new dexcom g6 sensor as prescribed. This device should be able to be worn on the skin for 10 days. On (B)(6) 2023 through (B)(6) 2023 I experienced itching and irritation around the transmitter pod. On (B)(6) 2023 I have to remove the device and the irritation and discomfort had become too much to deal with. After removing the device, I discovered sores/blisters, tenderness and redness on the skin under the area of the device. There are thousands of other users experiencing similar reactions that have come on suddenly after years of no issues using the product.